Event description:
It was reported that the rigid scope was broken. The event was discovered after the procedure and no piece fell into the patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the broken internal lens and particles in the optical system, was unable to be identified. Presumably, the broken internal lens cause is very likely excessive force by the customer. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.